Event description:
It was reported that the customer received a button error alarm. The insulin pump's keypad was not responding. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted and no moisture damage noted on electronic assembly or on the motor. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.